Manufacturer narrative:
(B)(4). Date sent: 04/13/2020. The DHR for lot 24626 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was received: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, you will get the reports. Can you please confirm that the explant did take place on (B)(6) 2020? Yes. When using the linx sizing device what technique was used to determine the size? Of course the sizer. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Not known. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? No dysphagia before intervention. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and weight loss? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information: the implant was very fused, even the liver lobe was fused to the situs. The patient lost 14 kg weight in a short time. Findings: hypomobile esophagus, severe dysphagia. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Can you please confirm that the explant did take place on (B)(6) 2020? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and weight loss? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the linx device was implanted on (B)(6) 2020. The patient continued to suffer from severe dysphagia with severe weight loss. The linx tape will be explanted on (B)(6).